Event description:
In 2009, the patient reported that her blood glucose was elevated to 370 mg/dl. She stated she bolused 5 units of insulin one hour prior to the report. She stated that she received the low battery alert earlier and she changed the battery. Later her husband found that she had not properly tightened the battery cover and he tightened it. He confirmed that the infusion device was in the run mode. The patient ate a bag of chips with 35 carbohydrates and ice cream with 18 carbohydrate and her husband stated that she did not bolus enough for what she had eaten. She stated that she believes her blood glucose was elevated due to champagne bubbles in the infusion tubing. She stated that she primed the air from the infusion tubing and her husband later changed the infusion tubing because there were still bubbles present. She stated that she allows insulin to reach room temperature prior to use and she properly adjusts the piston rod of the infusion device prior to inserting the insulin cartridge. At the end of the report, the patient's blood glucose measured 173 mg/dl. A request for additional training was submitted. The patient called back in the next day and stated there were air bubbles in her infusion tubing that she was not able to prime out. Her blood glucose measured 150 mg/dl. She was educated on removing air bubbles. She stated she would monitor her blood glucose and she would change the infusion tubing if the issue continued. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.